Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold. Additional information indicated that the field representative did not suspect that this was a device deficiency. The site has not related the issue to either the device or lead. This lv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Additional information indicated that the left ventricular (lv) lead exhibited high threshold due to placement difficulty during implant and was attributed to the patient's anatomy. No additional adverse patient effects were reported.